Event description:
It was reported that this patient was implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) approximately two weeks prior to the event. Device interrogation revealed stored episodes containing noise that was being oversensed. Additionally, the smart pass feature had automatically disabled. Auto setup was performed with the patient in a supine position; however, all sensing vectors failed due to a low r/t wave ratio. Troubleshooting was performed, including attempts to reproduce the observed noise, but no noise could be replicated. Technical services (ts) was consulted and reviewed the device data. Analysis confirmed non-physiological noise being oversensed. Ts discussed potential causes and provided troubleshooting recommendations, including x-ray imaging. At this time, the device remains in service. No adverse patient effects were reported. Additional information indicated that an x-ray was performed, which suggested that the electrode may not have been fully inserted into the device header. Troubleshooting was conducted, and only minimal noise was observed while the patient performed several movements. The patient subsequently underwent a revision procedure. During the procedure, the physician attempted to reproduce the noise while the device remained in the pocket by pulling and twisting the lead, however, no noise was reproduced. After the device was removed from the pocket, the electrode could not be pulled out of the header. However, when the lead was manipulated with pushing and pulling movements, slight movement was observed at the contact inside the header. The setscrew was released, and the electrode was removed from the header. No visible damage was noted on the electrode. The electrode was then reconnected, and the setscrew was retightened. After this there was no movement of the contact inside the header when pulling and pushing on the lead. No movement was observed within the header following reconnection. A commanded 10 j shock test was performed, and the measured shock impedance was 94 ohms. At this time, the device remains in service. No additional adverse patient effects were reported.